Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05-jul-2018 with the following findings: black box data from the date of the alleged issue had been overwritten due to continued patient use. The available black box data did not reveal any evidence suggestive of short battery life. On investigation, the pump powered on using the undamaged returned battery cap. Electrical current draws were evaluated and found to be within specification. The pump was exercised without evidence of short battery life. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint.